Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 8025555.

Event description:
It was reported that the patient experienced uncomfortable stimulation with their cervical system. As a result, the patient underwent a surgical procedure on (B)(6) 2022 wherein the entire system was explanted to address the issue. It is.